Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was sticking. A field service engineer verified auxiliary full-height drawer was sticking. Damaged bumpers were found and both were replaced. The engineer logged into the hardware test application (hta) and ran a final test on auxiliary full-height drawer, which passed successfully. All drawers and slides were tested to ensure proper functionality. The top cover was opened to check connections in the electronics drawer, and dust was removed from under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was sticking and doesn't to open completely. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.